Manufacturer narrative:
(B)(4). Additional information received on 11 october 2023 states that a 2nd catheter was not inserted as the physician decided to terminate the procedure/therapy. The reported complaint that "blood was found to be filled in the balloon catheter" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during the implementation of aortic balloon counterpulsation surgery at the hospital, a large amount of blood was found to be filled in the balloon catheter, and the catheter was removed from the patient. The patient's condition is fine". No patient harm or injury. A 2nd iab was not inserted.

Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the implementation of aortic balloon counterpulsation surgery at the hospital, a large amount of blood was found to be filled in the balloon catheter, and the catheter was removed from the patient. The patient's condition is fine". No patient harm or injury. A 2nd iab was not inserted.